Manufacturer narrative:
Internal complaint reference: (B)(4). Long songliang zhao sijun huang min li yun luo xinyou, (2019). Effect of nasal endoscopic low-temperature plasma radiofrequency ablation in the treatment of pediatric snoring with allergic rhinitis, kiln clinical medicine - five senses kiln chinese medicine herald, april 2019, vol. 16, no. 12.

Event description:
It was reported that on literature review "effect of endoscopic low temperature plasma radiofrequency ablation in the treatment of snoring with allergic rhinitis in children", one patient had a perforation of the nasal septuma after and two patients had nasal adhesions after a plasma ablation for snoring treatment using a evac 70 wand and a coblator surgery systemit. Unknown how the event was treated. Patients outcome are unknown. No further information is available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Smith and nephew has not received the requested patient specific documentation, the explanted device, and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported (¿one patient had a perforation of the nasal septum after and two patients had nasal adhesions¿) could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.